Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient (pt) was trying to connect with the handset and communicator. Patient was getting 'turn the communicator over to locate the serial number' and 'scan the codes'. Patient did not know how to do all that. Patient reported the stimulation went out crazy yesterday. Patient increased to 1.2 yesterday morning around 4: 30am and now patient could not get it back to bump it down because it zaps patient every time patient laughed or something. Patient could not turn it back down. On the call instructed patient to take communicator out of the case and enter the sn manually and patient was able to connect. Reviewed best practice to close all apps and let the communicator go to sleep mode. Patient mentioned they were blind to one eye. Pt was implanted a week ago, wed, and the device is not registered yet.